Manufacturer narrative:
If pertinent information provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, a red alert received in the latitude system. A request was made to have data for this device analyzed, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery condition. Device replacement was recommended. No adverse patient effects were reported, and this device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects occurred, and this device has not been returned.

Manufacturer narrative:
If pertinent information provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, a red alert received in the latitude system. A request was made to have data for this device analyzed, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery condition. Device replacement was recommended. No adverse patient effects were reported, and this device remains in service.